Event description:
The customer reported a falsely decreased total bilirubin generated on the alinity c processing module on a patient. Results provided: (B)(6) 2025, sid (B)(6) = < 0.1 / 0.5 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the cuvette dry tip which resolved the issue. There have been no further reports of discrepant results since the cuvette dry tip was replaced. A review of the architect c4000 sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c4000 sn# (B)(6).

Event description:
The customer reported a falsely decreased total bilirubin generated on the alinity c processing module on a patient. Results provided: (B)(6) 2025 sid (B)(6). No impact to patient management was reported.